Event description:
It was reported that the patient with artificial urinary sphincter (aus) experienced recurring incontinence. The device exhibited fluid loss in the balloon and was unable to cycle. The device was explanted and replaced. There were no further patient complications reported.